Event description:
It was reported there were telemetry issues and the patient's implantable neurostimulator (ins) was in overdischarge. A physician mode recharge (pmr) was performed 5 days prior to this reported and it was "open" for a few minutes but it was not charged. The day of the report another pmr was performed and it was reported later the same day it was not successful. It was noted the patient was going to be repositioned and another pmr was to be performed. It was thought the patient had been in overdischarge for 6 months. It was later reported the patient simply did not charge her device for 6 months due to a family issue. It was reported the pmr was unsuccessful and it was noted the patient had gained "a lot" of weight. The patient was reported as doing "okay." It was also reported the patient wanted to "exchange her current implant for a non-rechargeable." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).